Event description:
It was reported the patient presented to the emergency room complaining of being shocked. Upon interrogation it was discovered the patient received an inappropriate shock from oversensing noise on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate shock were confirmed. A partial lead was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasions exposing the ring electrode cable coating and internal insulation abrasions breaching the cable lumen. The cause of the reported event was isolated to the eternal insulation abrasion exposing the ring electrode cable coating consistent with friction to the device can.